Event description:
It was reported that the patient underwent a procedure for tlif at l5-s1 with peek interbody device. When the surgeon impacted the inserter to rotate the cage after releasing the thumb wheel, the cage fell anterior. The surgeon was not able to retrieve the cage. Per the surgeon, he impacted the inserter strongly. A revision surgery will be scheduled.

Manufacturer narrative:
Patient (B)(4) (additional surgery), (B)(4). This device is not approved for sale in the united states, however, a like device, product code max, has been 510k cleared for sale in the united states. The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.